Event description:
A distributor in (B)(6) reported that the connection between the chamber dome and water feedset tube of an mr290 vented autofeed humidification chamber was broken. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported that the connection between the chamber dome and water feedset tube of an mr290 vented autofeed humidification chamber was broken. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed one other complaint of this nature for lot number 121017. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).